Event description:
Healthcare professional (hcp) reported home pt (hp) disconnected from home choice machine to use the bathroom and did not cap off the transfer set. Per hcp changed the transfer set and hp treated with 2 gm vancomycin x 1 and 40 mg of gentamicin for 3 days, ip. Per hcp, no pt injury associated with this incident.